Event description:
The customer stated the device previously was owned by the customers in-law. They feel the device was working properly. They stated pt was deceased. They had diabetes and liver complications which caused high ammonia levels. The customer called because they received an error code on the device. Unk if the device caused or contributed. A request was made for the return of the suspect device and replacement product was sent.